Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to a bladder infection that caused her blood glucose to elevate. Customer received a no delivery after being admitted. The customer's blood glucose ranged between 140mg/dl-350mg/dl. The customer was treated with insulin drips and manual shots to bring blood glucose down. Customer was advised they had beginning stages of diabetes ketoacidosis. The customer declined troubleshooting. The customer stated she is confident the high blood glucose was caused due to infection.